Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized from (B)(6) 2019 to (B)(6) 2019 for a blood glucose of 472 mg/dl. The customer was treated via manual insulin injection in the emergency room. The customer was also treated via insulin pump therapy. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer experienced urine infection, ketosis, and lower back pain along with their hyperglycemia. The caller reported that they were able to smell insulin; there was a possible insulin leakage. There were also champagne-bubble-sized air bubbles in the reservoir. The caller believes that the insulin pump under-delivered; every time the customer had used the insulin pump since their hospitalization, they have experienced hyperglycemia. Troubleshooting was not completed on the insulin pump. The insulin pump and reservoir were not returned for analysis.